Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the catheter noted blood visible in the guide wire lumen and contrast in the inflation lumen, consistent with preparation and the catheter advanced over a guide wire. The balloon was tightly folded. There was a kink in the inner member at the edge of the proximal seal. The inner member was stretched for a length of 4.7 cm proximal to the proximal seal. The lap joint was kinked and stretched 5.5 cm distal to the junction. The guide wire exit notch was torn for a length of 2 mm. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. There were multiple kinks noted to the hypotube. Difficulty inflating the balloon can be affected by, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the product and accessory device support, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, a sampling of units is destructively tested for proper balloon inflation. A mandrel was advanced through the balloon catheter and slight resistance was felt at the stretched inner member and proximal seal. The inflation device used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. Using a new indeflator filled with water, an attempt was made to inflate the balloon to the rated burst pressure; however, fluid did not advance and the balloon did not inflate. The catheter was left pressurized overnight and the balloon inflated fully. Negative pressure was applied and the balloon deflated flat. The inflation times were measured and met manufacturing criteria per the product specification. There was no leak noted at the tear in the guide wire exit notch. A new 0.014 inch guide wire was back loaded through the balloon catheter and there was no resistance noted. It is possible there was build up of contrast in the hypotube or inflation lumen, resulting in the inability to inflate the balloon. Additionally, as the noted kinks and stretching of the shaft were not reported with the case information and as noted in the returned analysis did not contribute to the reported difficulties inflating the balloon, therefore the damages likely occurred during packing for return analysis. It was noted during the returned device functional testing that the balloon deflated flat. A flat balloon is not uncommon especially when deflated outside of the body. It was reported the balloon was not soaked prior to use and was prepared for use inside of the patient anatomy. It should be noted the voyager nc instructions for use (IFU) states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Additionally, the IFU states to prepare an inflation device with the recommended contrast medium according to the manufacturers instructions. Evacuate air from the balloon segment using a 20 cc syringe or the inflation device prior to the catheter entering the patient anatomy. The incorrect preparation of the device does not appear to have contributed to the reported difficulties. The returned analysis initially confirmed the difficulties inflating the balloon; however, after being left pressurized, the balloon was able to inflate which suggests that there was a build up of contrast in the hypotube or inflation lumen contributing to the inflation difficulties. A search of the lot history record indicated no non-conforming materical records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc voyager balloon catheter was used during post-dilatation of an implanted stent in the mildly calcified left anterior descending artery. The balloon; however, did not expand after applying 8 to 10 atmospheres. After removal, testing performed outside of the patient failed. It was further reported that the catheter was not prepped correctly prior to use. No adverse patient effects were reported. No additional information was provided.